Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with infusion set which fell off during use after being used for a day half. Patient confirmed to be doing physical activity at time of event and confirmed use of IV prep as adhesive aid. Patient's blood glucose level at the time of event was 280mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.